Event description:
It was reported that the trial instrument broke during use.

Manufacturer narrative:
Evaluation summary: the device is fractured into two pieces. Surgical notes were not provided. It is not known what instruments were used in conjunction with the device and whether the technique used corresponded with the surgical technique. The device may have been exposed to a torque exceeding the material properties. The device had a potential field age 6 years and 5 months. It is not known how many times the device was used over that time period. A complaint history search for this lot, part number, and product family did not reveal any similar events. A definitive root cause cannot be determined with the information provided. Dimensions measured on the returned device were per specification. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.